Event description:
It was reported that when using the bd pyxis¿ es server patient intermittently did not appear in the system, resulting in delays in medication dispensing and the customer proceed with the critical override and manually retrieve medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the that the patient had been discharged with an incorrect past discharge date/time, which exceeded the allowable threshold for reverse discharge. A technical support specialist (tss) dialed into the server and found patient record mismatch due to a past discharge entered with an earlier date beyond es reverse discharge threshold, causing adt message failure and inconsistent admission status (future admit but showing as active). The tss worked with the customer to facilitate the host system by sending the appropriate admission, discharge, transfer (adt) message to update the patient record to an admitted status on the es server to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.